Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: insufficient information. Source: social media.

Event description:
Consumer reporting alleged multiple false positives sars results when self-testing which are negative by other tests. Numerous attempts were made to gather further information from the consumer regarding number of test and other testing results without success.